Event description:
On (B)(6) 2008, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that in 2013 the physician observed aneurysm sac growth (amount unk). Images (date unk) revealed a type ii endoleak with lumbar arteries feeding into the aneurysm sac. On an unk date in 2013, the physician reintervened and "tied off" the lumbar arteries. The aneurysm sac continued to grow and images were not clear as to why. On (B)(6) 2013, the physician performed a second reintervention and explanted the trunk of the excluder device. The contra limbs were securely in place and the physician chose to leave them. The vasculature was surgically repaired and the pt tolerated the procedure. The physician observed during the explant procedure an acute fresh thrombus proximal to the aortic neck and reported there was a small inferior mesenteric artery, which could not be seen on images, feeding into the aneurysm.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.